Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range right atrial (ra) pacing impedance measurements. Additionally, atrial undersensing and atrial loss of capture were observed. It was reported this right atrial lead appeared to be fractured with the high out of range pacing impedance measurements and loss of capture. An invasive procedure was performed. This crt-d and lead were explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.